Manufacturer narrative:
(B)(4). Customer provided cuvette lot number k1p3c414. Method: actual device evaluated (instrument). Customer returned samples tested (single-use disposable). Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. Results: no failure detected. Conclusions: unable to confirm complaint. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Home health nurse tested patient with protime and generated inr result 1.2. On the same day patient test performed at physician's office generated inr result 2.2. Patient's therapeutic range: 2.0-3.0. No adverse event(s) reported.